Event description:
Customer's mother reported that the sensor quit working. She stated that the sensor glucose readings were very low and that one sensor was filled up with blood. The blood glucose reading was 77 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.